Event description:
Healthcare professional reported "seroma 50 ml" and "presents liquid in right the periprosthetic space in relation with very moderate seroma" confirmed via mammography, ultrasound and MRI. Healthcare professional later reported "no rupture but there is seroma and it is the prostheses that were in danger of cancer". Healthcare professional also reported "periprosthetic membrane of right breast with chronic inflammation" diagnosed via pathology. This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.